Manufacturer narrative:
Event is still under investigation.

Event description:
Sheath has appeared to fracture while peeling away. The stent was placed with the addition of an internal/external drain in case any internal damage had been done. No part of the device remained inside the pt. The pt did require add¿l procedure due to this occurrence. An internal/external drain was additionally placed and will also be removed. The complainant did not report any adverse effects on the pt due to this occurrence.